Event description:
A ventilator was returned to the manufacturer's repair center for scheduled preventive maintenance. There was no allegation of device malfunction or patient harm. During evaluation, a malfunction of the ventilator's loss of ac power alarm was identified. A 5.5 volt dc capacitor on the power board failed to provide the required voltage to power the audible alarm for three minutes (per device specifications) when ac power was removed from the device. The capacitor also provides voltage to the ventilator's internal battery charging circuit. Inadequate voltage to maintain the required level of charge to the device's internal batteries resulted in the failure of the ventilator to switch to internal battery power when the ac power source was removed. The device's power board was replaced to correct the problem. This malfunction would only affect the ventilator's audible alarm if a loss of ac power occurred. The device would not fail to operate or alarm as designed while in use with an ac power source. A review of the manufacturer's adverse event database from 01/01/2005 to present confirmed there have been no reported adverse events caused by this type of malfunction. The malfunction was identified on the repair technician's bench.